Event description:
Device issue: breakage of device. Time of device issue: during procedure. Adverse event: foreign body. Onset of adverse event: during procedure. It was reported that during an obtuse marginal (om) stenting procedure, in a moderately calcified lesion, the guide wire prolapsed. While prolapsed, an unspecified stent was placed and balloon angioplasty was performed. The guide wire was removed and during the final angiography, the radio-opaque portion of the guide wire was seen in the distal om. It was too distal to snare or retrieve, so it was left in the anatomy. Reportedly, there was no resistance felt or any indication that the wire broke. There was no adverse pt sequelae reported. Although requested, there was no additional info provided.

Manufacturer narrative:
(B) (4). Eval summary: in this case, it was reported that the wire remained in a prolapsed position during a portion of the procedure. Instructions for use (IFU) states, "do not allow the guide wire tip to remain in a prolapsed condition. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage." If the guide wire tip is prolapsed in the vessel long enough, typically, the fracture site morphology shows the core was exposed to forces consistent with a fatigue failure, which could have led to the tip separating and remaining in the anatomy. However, in this case, the guide wire used in the procedure was not returned, which would have aided the investigation. In order to ensure that tip separation does not occur as a result of a product deficiency, mfg performs a non-destructive tip pull test on each wire, and performs a 100% outer diameter inspection prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A review of the lot history record was performed and indicates that this lot met all of the mfg release requirements. There were no non-conforming material records associated with this lot number. Additionally, there were no other incidents reported with this part and lot combination. Overall, based on the case description, the reported separation, prolapsed guide wire tip and nonresorbable material unretrieved in the body are due to case circumstances, and there does not appear to be any indication of a product quality deficiency.